Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested on the diagnostic test system and meet the specifications. All alarm functions were tested successfully and no malfunction could be observed during the investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter passed the optical inspection.

Event description:
On (B)(6) 2012 patient reported she was admitted to the hospital for elevated blood glucose and double pneumonia. Patient stated she and her doctor feel the infusion device is not delivering enough insulin. Patient is currently in the hospital. Patient reported she was admitted to the hospital on (B)(6) 2012. Patient stated she first noticed the elevated blood glucose level that morning when her reading was 304 mg/dl. Patient reported she set a tbr (temporary basal rate) of 200% and performed a bolus. Patient sated she began to feel worse throughout the day and went to the ER. Patient reported her blood glucose reading was 524 mg/dl when she arrived at the hospital and was treated with an insulin injection. Patient stated she was not capable of self-treatment. Patient reported she was kept on the infusion device at that time. Patient stated the cartridge fell out of the infusion device when she went to the bathroom and she noticed the o ring on the infusion adapter appeared to be warped. Patient reported her blood glucose level remained elevated for the rest of the day. Patient stated the doctor advised her that the infusion device was not working and took her off of the device; was given insulin injections for several days and then her blood glucose level began going down. Patient reported after several days of injection she was placed on her backup infusion device and her blood glucose level has returned to normal. Patient's target blood glucose range is 130-150 mg/dl. Patient stated she changes the infusion headset every 3-4 days. Advised to change at least every 2 days. Patient discarded the infusion set. Attempts to follow up with patient were unsuccessful. Requested return of the infusion device, insulin cartridge, and infusion adapter for evaluation.